Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had high lactate dehydrogenase (ldh) and signs of hemolysis. Log files were sent for review to see if there were any trends suggesting thrombus. The log file captured low flow events on 28apr2026, 30apr2026, and 03may2026. Flow and power appeared to be trending down. The patient had worsening heart failure symptoms and ldh greater than 1600 and were scheduled for a heartmate ii to heartmate ii exchange. The pump was explanted for concerns of thrombus. The explant was uneventful and the entire driveline was explanted. The patient retained the original apical sewing ring, inflow cannula, outflow graft, bend relief and collar from his original implant on (B)(6) 2016. Diagnostic testing included echocardiogram, computed tomography (CT) scan, plasma free and ldh. Symptoms included elevated ldh, heart failure symptoms including fluid overload and respiratory distress, renal function impairment, anemia from hemolysis, significant hemolysis, and liver function impairment. It was attempted to treat the thrombus with bivalrudin which was unsuccessful. Hemolysis resolved after urgent pump exchange on (B)(6) 2026. Thrombus was confirmed at the time of exchange, and the vad coordinator was able to visualize thrombus within the pump.